Manufacturer narrative:
(B)(6).

Event description:
It was reported the implanted defibrillator was triggered, but there was no alarm on the scope. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.